Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and mildly calcified superficial femoral artery. A 2.0mm x 220mm x 150cm coyote balloon catheter was advanced for dilatation. However, during initial inflation at 12 atmospheres for 40 seconds, the balloon ruptured. The device was removed, and the procedure was completed with a different device. There were no patient complications nor injuries reported and the patient was in good condition.